Event description:
It was reported that the device fails occlusion high (over pressure). No additional information was provided.

Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 2/5/2025. H3: one device was returned for repair with complaint that the device fails occlusion high (over pressure). Event occurred during testing, and there was no patient involvement. No event history related to the current complaint. No event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Confirmed complaint by performing downstream occlusion (dso) test. Unit did over pressurize and would not occlude. Replaced dso sensor and seal. Calibrated dso. Performed test again and unit passed test with the pressure result of 24.56. Device passed testing criteria post repair.

Event description:
It was reported that the device fails occlusion high (over pressure). No additional information was provided.